Manufacturer narrative:
We have received the device (tx microtip/handpiece) for evaluation and testing to verify the reported complaint of nose cone separation from device. Visual inspection of the returned device (tx microtip/handpiece) confirmed the broken needle and nose cone separation. The broken portion of the needle was also returned for evaluation. The needle had separated at the braze joint which is the highest stress point along the length of the needle. Due to the state in which the device was received, functional testing could not be performed. We were unable to determine the actual cause of the failure; however, based on the similar broken needle complaints received, the cause is likely material fatigue associated with and/or being caused by use error such as applying non-axial motion/technique. We have updated the product bulletin (mkt227) including cautions and instructions related to the use of the tx microtip to mitigate future needle breaks.

Event description:
Per the reported information, while the doctor was removing the tenex handpiece (tx microtip) from the sterile package, the nose cone was not secured to the tip and fell onto the floor. The doctor used another tenex handpiece (tx microtip) to complete the procedure. There was no injury nor adverse event to the patient resulting from this incident.